Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 11/10/2015. The fse found the white blood cell (wbc) bath was contaminated with build up. The fse replaced the bath, which repaired the failing controls. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported the coulter lh 500 hematology analyzer was generating high and incomplete white blood cell (wbc) and hemoglobin (hgb) counts on controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.